Event description:
It was reported that this right atrial (ra) lead exhibited undersensing intrinsic p-waves. Additional information received indicated that the device oversensed the noise of this ra lead. Subsequently, a revision procedure was performed and the ra was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead was returned intact to our post market quality assurance laboratory with the helix mechanism in an extended position. The visual inspection found dried blood around the helix. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right atrial (ra) lead exhibited undersensing intrinsic p-waves. The physician reports they will be getting a cxr tomorrow when the patient comes to the clinic and there is no evidence of malfunction. Additional information received indicated that the device oversensed the noisy of this ra lead. Subsequently, a revision procedure was performed and the ra was explanted and replaced. No additional adverse patient effects were reported.